Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that mobile power unit (mpu) had been flickering on and off. It was confirmed that power had not gone out, lights were on, and battery charger was plugged into same outlet stayed on. Staff witnessed green light flickering in clinic. No external power event was recorded in log files on 13sep2024 while connected to the mpu. This was likely caused by power to the mpu being briefly interrupted. The emergency backup battery was used to support the system during these events. Motor function was not affected by this event. The mpu had a v-lock connector on the ac power cord. The alternating current (ac) power cord did not come loose at the wall outlet or from the back of the unit. There were no environmental circumstances that would have affected ac power at the time of the event.

Manufacturer narrative:
Section g4 (PMA/510(k) #): correction. Manufacturer's investigation conclusion: the reported event of the mobile power unit (mpu) (serial number: (B)(6) having fluctuating power was confirmed via log file analysis and evaluation of the returned product. The mpu was evaluated at the (B)(6). The mpu was connected to power and fluctuating power was noted. The issue was traced to the power supply assembly, which was replaced. After the replacement, the mpu passed all functional testing and was returned to the customer. The replaced power supply assembly was returned to the product performance engineering group for further analysis. The assembly was connected to a known working test fixture, and the reported issue was unable to be reproduced, however, a compromised capacitor was noted, which would have caused the reported event. Data from the submitted log files was reviewed from the reported event date of 13sep2024. Several intermittent loss of external power events were noted, beginning at approximately 01:37 and resolving at 01:41 when the system controller was connected to battery power. The backup battery supported the system during this time as intended. The losses of external power did not prevent the controller from supporting the pump. No other notable events were observed in the log file. The root cause of the reported event was determined to be due to a nonconforming capacitor on the mpu¿s power supply assembly. A corrective action was initiated to investigate this issue. The device history records were reviewed and revealed no deviations with manufacturing and quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 patient handbook (rev. D) section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) (rev. B) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook (rev. D) section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) (rev. C) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. Heartmate 3 instructions for use (rev. B) section 8-¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6-¿caring for the equipment¿ explain how to properly handle the equipment to prevent damage. The device is included in the heartmate mpu capacitor issue field action issued by abbott on 28feb2025. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit (mpu) (serial number: (B)(6) having fluctuating power was confirmed via log file analysis and evaluation of the returned product. The mpu was evaluated at the pleasanton service depot. The mpu was connected to power and fluctuating power was noted. The issue was traced to the power supply assembly, which was replaced. After the replacement, the mpu passed all functional testing and was returned to the customer. The replaced power supply assembly was returned to the product performance engineering group for further analysis. The assembly was connected to a known working test fixture, and the reported issue was unable to be reproduced, however, a capacitor was noted to be damaged. This is a known issue that would cause the reported event. Data from the submitted log files was reviewed from the reported event date of 13sep2024. Several intermittent losses of external power events were noted, beginning at approximately 01:37 and resolving at 01:41 when the controller was connected to battery power. The backup battery supported the system during this time as intended. The losses of external power did not prevent the controller from supporting the pump. No other notable events were observed in the log file. The root cause of the reported event was determined to be due to a damaged capacitor on the mpu¿s power supply assembly. A manufacturing task has been opened to further investigate this issue. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 patient handbook (rev. D) section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) (rev. B) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook (rev. D) section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) (rev. C) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. Heartmate 3 instructions for use (rev. B) section 8-¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6-¿caring for the equipment¿ explain how to properly handle the equipment to prevent damage. The device history records were reviewed revealed no deviations with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.